Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the procedure was aborted due to loss of tracking of the intellamap orion high resolution mapping catheter. Cavotricuspid isthmus line (cti) ablation was completed successfully with a 4mm mifi oi catheter, followed by cryoablation. Post ablation mapping with rhythmia mapping system was then attempted. The intellamap orion catheter was opened, prepped and conditioned, and then inserted into the left atrium, and the catheter remained undeployed on the rhythmia monitor and was flashing. Troubleshooting efforts included verifying the intellamap orion deployment with an x-ray, checking the unipolar egms (of which, all electrodes were failing except 4), checking the reference, replacing the reference patch, moving the reference patch, verifying that the orion catheter was within the tracking region, moving the image intensifier away from magnetic field, raising the table to move the magnetic field away from x-ray tube, replacing the orion cable, and rebooting the signal station and workstation. After the reboot was complete, the physician aborted the procedure before further trouble shooting and/or catheter replacement could be completed. No patient complications were reported.

Event description:
It was reported that the procedure was aborted due to loss of tracking of the intellamap orion high resolution mapping catheter. Cavotricuspid isthmus line (cti) ablation was completed successfully with a 4mm mifi oi catheter, followed by cryoablation. Post ablation mapping with rhythmia mapping system was then attempted. The intellamap orion catheter was opened, prepped and conditioned, and then inserted into the left atrium, and the catheter remained undeployed on the rhythmia monitor and was flashing. Troubleshooting efforts included verifying the intellamap orion deployment with an x-ray, checking the unipolar egms (of which, all electrodes were failing except 4), checking the reference in a1, replacing the reference patch, moving the reference patch, verifying that the orion catheter was within the tracking region, moving the image intensifier away from magnetic field, raising the table to move the magnetic field away from x-ray tube, replacing the orion cable, and rebooting the signal station and workstation. After the reboot was complete, the physician aborted the procedure before further trouble shooting and/or catheter replacement could be completed. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection detected no visual issues. Functional tests were performed on both sensors and both were in range of specification. Deployment appeared appropriately on a workstation screen during testing, and all mapping capabilities were present. No errors were replicated during testing. The reported event was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.